Event description:
Fresenius became aware of a peritoneal dialysis (pd) patient who experienced a pd catheter (not a fresenius product) revision surgery. The patient contacted fresenius technical support on 11/nov/2020 for a replacement cycler. The patient stated they needed to do a stat drain during the final drains of treatment so that their net ultrafiltration is positive. A review of the patient's treatment data showed the liberty select cycler was performing as intended. The patient's pd nurse confirmed the patient's revision surgery and stated the patient's catheter remains finicky. The pd nurse stated the patient had a replacement cycler issued a few months ago and the issue is not the cycler. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius device, product or other issue warranting further investigation. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).